Event description:
While attempting to insert a biopsy forceps into the colonoscope biopsy channel, the biopsy forceps bent at a 45 degree angle. There was no injury to the patient. However, this is the 4th incident of this kind occurring with reprocessed forceps. At least one event occurred when attempting to do a biopsy of a polyp. No injury occurred. We feel the quality of the reprocessed forceps is questionable and will be returning to the microvasive brand forceps used in the past.

Event description:
While attempting to insert a biopsy forceps into the colonoscope biopsy channel, the biopsy forceps bent at a 45 degree angle. There was no injury to the patient. However, this is the 4th incident of this kind occurring with reprocessed forceps. At least one event occurred when attempting to do a biopsy of a polyp. No injury occurred. We feel the quality of the reprocessed forceps is questionable and will be returning to the microvasive brand forceps used in the past.